Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system black images during a case. The 9800 system was removed and the procedure was completed with another system no pt injury was reported.